Event description:
On 27-mar-2026, it was reported by a sales representative via (B)(4) that a qty. 3 of ar-18800-04 t6, ao driver shafts had the tip break off. This was discovered during a procedure with no patient harm reported. Additional information provided 07-apr-2026: it was further reported that this was discovered during a standard 4th metatarsal orif procedure. The procedure was completed by opening a mini cfs and using drivers from the 2.0 caddy and a delay of approximately 10-15 minutes occurred while an alternative solution using the mini cfs drivers was identified. It is unknown whether additional anesthesia was administered. During use, one tip of the driver broke off in the head of the screw; the fragment broke flush with the screw head and could not be removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.